Event description:
The manufacturer service technician reported that the device ramp assembly was missing at the time of functional testing. The missing component was noticed while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.